Event description:
During evaluation of a returned spectrum pump, the device failed downstream occlusion test. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device failed downstream occlusion test. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be fa ailed force sensor . The downstream sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.